Manufacturer narrative:
H10: the reported information has been reviewed and it has been determined that this malfunction is no longer reportable. The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was returned to the manufacturer for inspection/evaluation. The evaluation identified a pinhole rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4. H11: h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5054 conquest pta dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one material rupture malfunction, one patient was involved with no patient consequence or impact. Patient age, weight, and gender was not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5054 conquest pta dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one material rupture malfunction, one patient was involved with no patient consequence or impact. Patient age, weight, and gender was not provided.